Event description:
A platelet transfusion was ordered. The platelet bag arrived intact. The blood tubing was primed as usual with normal saline. The platelet infusion began at 11:00 and vital signs were taken 15 and 60 minutes after beginning platelets. No problems were noted at that time. After an hour and a half the mother of the patient called the nurse (rn) to say that the platelets were leaking. A small puddle (approx 3" in diameter) was noted on the floor and the pump had drops of platelets slowly dripping down the side. With inspection, a leak was found in the 210 micron filter chamber near the center heat sealed crimp. The rn noted location of leak on the pump set box illustration and circled in red ink. The transfusion was stopped immediately and blood culture drawn from the port-a-cath. The pump was not malfunctioning, nor was the leak in an area that was compressed by the pump in any way. The child had the parent at the bedside at all times. The child did not damage the tubing. The pump set sent to biomedical engineering for analysis and returned to the manufacturer.